Event description:
A sales representative reported that during a bronchosopy for papilomatosis with the epuipment [i.e., erbe system; argon plasma cogulator (apc) model apc 2 with an electrosurgical generator model vio 300 d) an airway fire occurred. The doctor immediately removed the scope and flushed with syringes of saline. The bending rubber of the bronchoscope and tma tube were found to have melted. There was no report that the pt was injured or on the pt's condition.